Event description:
Per the clinic, the patient reportedly experienced sparking battery charger while the device was in use on june 18, 2024. A replacement equipment was sent to the patient.

Manufacturer narrative:
This report is submitted on july 16, 2024.